Event description:
It was reported that the remb micro drill overheated during a procedure. A back-up was used to complete the procedure without patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
During functional testing, the handpiece was also observed to smoke. Upon disassembly, corrosion was discovered within the motor assembly. Corrosion can cause increased friction between rotating components, which can cause heat and smoke to be generated.